Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: initial reporter establishment name; (B)(6). Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The air detector was intermittently working. The root cause is due to the defective air detector. The air detector was replaced.

Event description:
It was reported that the device is reporting there is 'air in line' and subsequently will not run the program selected. It allows the staff to prime the line; there is no air in the giving set to cause it to alarm and not start the program. Was being prepared to use on a patient when issue was found, subsequently had the same issue when it was tested. There was patient involvement but no harm.